Event description:
It was reported that during preparation, an attempt was made to remove the hi-torque pilot 50 guide wire from the dispenser hoop; however, it was not possible to remove the guide wire from the dispenser hoop due to resistance. Reportedly, the physician pulled from the back (opposite end of the tip) without success. The physician then pushed forward and back a couple of times and the tip of the guide wire exited from the dispenser hoop. Reportedly, the coating was noted to be peeling and some of the peeled coating separated from the guide wire when attempting to shape the j-shaped tip of the guide wire with the introducer sheath prior to the introducer sheath being positioned in the patient. The device was not used and there was no patient involvement. A new hi-torque pilot 50 guide wire was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported peeling and resistance removing the guide wire were unable to be confirmed. Based on visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.